Event description:
The user facility reported that the device disassembled. Although requested, there was no information available regarding patient involvement, delay, medical intervention, and adverse consequences.